Manufacturer narrative:
No unexpected blank display was noted during testing. The pump passed the displacement and off no power tests. The operating currents were within specification. However, the pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump will not turn on. Customer thought that it was the battery but she had changed it out about 14 times. Customer woke up with the pump screen turned off and it would not turn on even after inserting 14 new batteries. Customer's blood glucose level was 238 mg/dl. Customer was using a aaa duracell battery. Customer stated that the battery compartment was neither damaged nor corroded. Customer inserted a new aaa alkaline battery and the display did not return. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).